Manufacturer narrative:
Findings: pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify possible under delivery anomaly, no delivery alarm and no delivery priming anomaly due to buttons not responding. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the pump alarmed no delivery during bolus. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. She changed sites, whole sets, different lots and it was still the same. Motor displacement test and auto test passed. The insulin pump will be returned for analysis.